Manufacturer narrative:
Correction: UDI and h4 were inadvertently omitted from the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that the foreign object was not removed due to physical damage to the equipment. Physical damage (cut) to the insertion coil was confirmed. Operation manual: 3.3 inspection of the endoscope: inspection of the endoscope describes the detection method. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the colonovideoscope had crack/chipping/gap of adhesive on the insertion section. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the connecting tube with foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
In addition to the findings in b5, evaluation found the customer's allegation was confirmed. Also, evaluation found the following: flexibility adjustment ring has a scratch, forceps channel port has a scratch, air/water cylinder has discoloration, scope cylinder has discoloration, grip has a scratch, right/left knob has a scratch, upward/downward knob has a scratch, control unit has a crack, scope connector cover unit has a scratch, scope connector case unit has a scratch, plug unit has a scratch, light guide cover glass has a scratch, label on scope connector is damaged, due to a crack on plastic distal end cover, insulation resistance value at distal end does not meet the standard value, plastic distal end cover has a chip, objective lens has a scratch, light guide lens has a crack, connecting tube has a cut, universal cord has coating peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.